Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient ((B)(6)) was unable to charge the ipg as the ipg was migrated and tilted in the ipg pocket. Reportedly, the patient has gained weight and experienced pain at the ipg site. Subsequently the patient underwent surgical intervention on (B)(6) 2017 wherein the ipg was relocated and buried deeper.